Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the belt clip broke and the insulin pump fell and ripped out the infusion set. The customer went home and husband inserted a new set but the insulin pump alarmed no delivery during prime. Blood glucose value was 23 mmol/l. They changed the entire infusion set and reservoir and the alarm was resolved and customer was able to treat the high blood glucose.